Manufacturer narrative:
Test strip lot #: not provided.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch ultraeasy meter powers off during use. Medical surveillance sent follow-up questions; however, customer service (cs) was unsuccessful in reaching the patient by phone. The complaint was classified based on information obtained from the cs representative during the patient's initial call. The patient alleged that the issue began two weeks prior to contacting lfs. The patient's testing frequency is not known and other than diabetes, it is not clear if the patient suffers from other health conditions. The patient manages his diabetes with insulin; however, per csr notes, the patient denied taking any action in response to the alleged power issue. At an unspecified date/time the patient reportedly obtained a blood glucose reading of "2.7mmol/l" (49mg/dl) with an unknown meter; it is not clear if the patient administered self-treatment after testing and it is not clear if the patient continued testing his blood glucose with the unknown device. According to the csr's documentation, as a result of the alleged power issue the patient reportedly 'passed out' at an unknown date/time later. It is not clear if the patient had made any changes to his meals, activity level, or diabetes management prior to passing out. The emergency medical services (ems) was contacted at an unspecified time later and reportedly administered IV fluids as treatment; it is not clear if the patient received any additional treatment from the health care professional and it is not specified if the patient's blood glucose was tested with the ems's device. At the time of troubleshooting, the csr verified the subject meter's battery did not need to be recharged, the patient was not using the subject meter for the first time, and there was no misuse of the lfs product. The csr also noted the patient had already discarded the subject meter. A replacement meter was sent to the patient. Although it is unknown how the product may have been a factor in the patient's injury this complaint is being reported because the user allegedly suffered symptoms indicative of a serious injury while using the product.